Event description:
It was reported that during a sigmoid colectomy procedure, at the end of the case after surgeon pulled hand out of the patient, the ring came apart. Surgeon retrieved part from patient. No patient consepuence.